Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder popped out from the skin. The device was explanted. No replacement was planned. No patient complications have been reported as a result of this event.